Manufacturer narrative:
The end user exited an automobile and sat down on the rollator. She was then pushed while sitting on the seat of the rollator. It collapsed and she fell, fracturing three ribs. She was subsequently hospitalized. The actual sample was not returned for evaluation. Photos were provided. No defects or abnormalities were identified from the review of the photos. It is not known if the rollator was completely secured in the open position at the time of the incident. It clearly states in the owner's manual that the rollator is not intended to be used as a wheelchair and that it should not be moved while the end user is sitting on the seat. We have determined the root cause for this incident to be user error. Due to the reported injury this medwatch is being filed.

Event description:
The end user was being pushed while sitting on the rollator. It collapsed and she fell, fracturing three ribs.